Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient noticed a skin reaction. The reaction consisted of a ¿chemical burn¿-type wound with pain, pus and excoriated skin. The patient was evaluated in the emergency department (ed) and prescribed doxycycline 100mg every 12 hours; mupirocin ointment, and hydrocodone. No additional patient or event information is available.